Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed recurring restart 65 alerts, intermittently did not respond to touch input, the battery appeared to lose power, and the audible alarm was not functioning, with the patient confirming no screen cracks and normal charging; blood glucose at the time of contact was 180 mg/dl, and there was no hospitalization. Symptoms included elevated blood glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem associated with the speaker/sounder and a no audible alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.